Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn stated the serious adverse events were not caused by any fresenius product(s) and/or device(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact requested assistance during dwell 2 of 4 of treatment on how to disconnect the patient. The patient contact needs to take the patient to the hospital. Technical support assisted the patient contact with disconnecting the patient. Upon follow up, it was confirmed that the patient was unable to complete the treatment on the reported date as she was admitted to the hospital for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture (result not provided) and cell count (wbc = 3+) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and was treated with vancomycin 2000 mg (route, duration, frequency not provided), ceftazidime 1000 mg (route frequency, duration not provided), and intravenous (IV) cefepime 1000 mg every 6 hours (duration not provided). The patient was discharged in stable condition to a rehabilitation hospital on (B)(6) 2025. It was reported that the patient continued to undergo ccpd therapy while hospitalized and at the rehabilitation hospital as well. The cause of the peritonitis was not provided; however, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient is recovering from the serious adverse events and is receiving intraperitoneal (ip) vancomycin (dose, frequency, duration not provided) while at the rehabilitation hospital.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage on the touch screen which had a misaligned screen size of 8.4. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact requested assistance during dwell 2 of 4 of treatment on how to disconnect the patient. The patient contact needs to take the patient to the hospital. Technical support assisted the patient contact with disconnecting the patient. Upon follow up, it was confirmed that the patient was unable to complete the treatment on the reported date as she was admitted to the hospital for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture (result not provided) and cell count (wbc = 3+) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and was treated with vancomycin 2000 mg (route, duration, frequency not provided), ceftazidime 1000 mg (route frequency, duration not provided), and intravenous (IV) cefepime 1000 mg every 6 hours (duration not provided). The patient was discharged in stable condition to a rehabilitation hospital on (B)(6) 2025. It was reported that the patient continued to undergo ccpd therapy while hospitalized and at the rehabilitation hospital as well. The cause of the peritonitis was not provided; however, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient is recovering from the serious adverse events and is receiving intraperitoneal (ip) vancomycin (dose, frequency, duration not provided) while at the rehabilitation hospital.